Manufacturer narrative:
One level 1 hotline low flow system was returned for the evaluation of the reported issue of slow heating. The device was received with a cracked tank cover. There was wear and tear damage on the enclosure, line cord, front cover, plate clip, and pole clamp. The customer used some type of glue on the pcb pot making them unusable. A manufacturing DHR review, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A visual inspection was performed then the tank was filled with water. A temp check was attached, a line cord was plugged in, and the power switch was turned on. The device heated as it should at an acceptable rate. The customer problem could not be confirmed. No further action was taken due to the age and condition of the device. It as deemed beyond economical repair and will be scrapped.

Event description:
Information was received regarding a level 1 hotline low flow system. It was reported that the device heats up very slowly; it is unknown if there was a patient involved.